Event description:
Surgeon was utilizing a cuttingedge advantage femoral stem impactor /extractor and the threaded portion of the instrument broke off and remained in the stem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device is in used condition with minor damages consistent with normal use. The distal threaded tip is fractured from the device. The event was confirmed. The investigation determined the likely root cause of the event to be off axis loads applied to the impactor during removal of the femoral stem. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon was utilizing a cuttingedge advantage femoral stem impactor /extractor and the threaded portion of the instrument broke off and remained in the stem.